Event description:
It was reported that the cartridge was damaged at the shroud, interrupting insulin delivery. Additionally, it was reported that multiple occlusions occurred. Customer's blood glucose level was over 500 mg/dl with life threatening ketones identified. Reportedly, the customer went to the emergency room (ER). While in the ER, the customer received intravenous fluids of saline and insulin. The customer was released same day with the issue resolved and no permanent damage. Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.